Event description:
Customer alleged that the hilow ran up and down unintentionally. No injuries were reported.

Manufacturer narrative:
A hill-rom technical support rep stated that he replaced both the foot and head hilow drives resolve the problem with the hilow running up and down unintentionally. The hilow drives were defective.